Event description:
Same case as MFR ID # 2134265-2012-02068. It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was gained via the right femoral artery. The 2.5x12mm progressive target lesion was located in the mildly tortuous and non-calcified distal right coronary artery (rca). The physician advanced the 2.5x16mm promus element stent but was unable to cross near the ositum of the rca. The physician choose to remove the device and withdrawal resistance was encountered and the stent was damaged. The lesion was then dilated with a 2.0x15mm balloon. A second 2.5x16mm promus element stent was then advanced but resistance in the guide catheter was encountered. The shaft of the device buckled and fractured outside of the guide catheter. The device was removed from the patient and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-02068. It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was gained via the right femoral artery. The 2.5x12mm progressive target lesion was located in the mildly tortuous and non-calcified distal right coronary artery (rca). The physician advanced the 2.5x16mm promus element stent but was unable to cross near the ostium of the rca. The physician choose to remove the device and withdrawal resistance was encountered and the stent was damaged. The lesion was then dilated with a 2.0x15mm balloon. A second 2.5x16mm promus element stent was then advanced but resistance in the guide catheter was encountered. The shaft of the device buckled and fractured outside of the guide catheter. The device was removed from the patient and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections to as a result of a break that occurred in the hypotube. The break was measured at 270mm from the strain relief. There were several kinks along the entire length of the hypotube. The most prominent kink was 20mm for the hypotube break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).